Manufacturer narrative:
Concomitant products: product ID 977a275, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
It was reported that high impedances were measured during the implant procedure for the implantable neurostimulator (ins). Specifically, when the lead was tested with the ins at 3 volts, electrode impedances were >10,000 ohms on contacts 5, 6, and 7 while electrodes 8 to 15 were >40 ,000 ohms. It was noted that the physician had taken the leads out of the ins, wiped them down, and retested the impedances which showed electrodes 7, 13, 14, and 15 had values of >40,000 ohms. The lead was then taken out again, wiped down, and advanced back into the header block. When re-tested at 3 volts, the impedances again showed electrodes 7, 13, 14, and 15 at values of >40,000 ohms. The leads were pushed into the header block again and impedances now showed electrodes 7 and 13 with values of >40,000 ohms. It was noted that those 2 contacts were to be left out of the reprogramming and were to be reprogrammed around. Follow up information reported that the high impedances did not resolve following the implant procedure. It was unknown if there were any lead fractures but it was thought not. The patient was reported as doing well at follow up. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.